Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed low out-of-range (oor) shock lead impedance measurement for the right ventricular (rv) lead that was detected via the patient¿s remote monitoring system. Additional information received indicating that the physician noted normal subsequent impedance test and no other out of range values. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.